Manufacturer narrative:
(B)(4).

Event description:
Reported that the receiver had no audio alert on the mobile app. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.